Event description:
It was reported that the device had a cracked water basin. There was no additional information available.

Event description:
It was reported that the device had a cracked water basin. There was no additional information available.